Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained on a patient sample. The patient sample was tested on two instruments (centaur 2 and centaur 1). Two out of the three results were lower on centaur 2. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00007 on january 23, 2015. On 01/29/2015 additional information: the siemens field service engineer (fse) observed bubbling in the wash block and suspected there was an issue. The wash block was replaced. The cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced the wash block and checked all aspiration and delivery from the wash block. The acid and base delivery was checked. The alignment was checked for probe 1 and probe 2. All checks were acceptable. The cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Instrument information: brand name: advia centaur xp; common device name: immunoassay analyzer, product code: moi; model #: advia centaur xp; serial #: (B)(4).